Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported falsely decreased neutrophil results on one patient generated on the cell dyn sapphire analyzer. The customer stated that neutrophils are classified as monocytes and has happened previously with this patient. The results provided were: (B)(6) 2017, (B)(6)-wbc = 3.6 / neu = 0.0 and %0.5 / lymph=0.6 and %16.7/ mono=3.0 and %82.6 /eos = 0.0 and %0.0 / baso = 0.0 and %0.1. The customer performed a manual differential and noted that there appears to be degranulation occurring. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
The customer reported falsely decreased neutrophil results on one patient generated with the cell-dyn sapphire analyzer. The customer stated that neutrophils were classified as monocytes and upon performing a manual differential the customer noted that there appeared to be degranulation occurring. The patient has mds (myelodysplastic syndrome) which is consistent with hypo granular neutrophil (i.e., where neutrophils would have no granule and would appear as monocytes). Return testing was not completed as returns were not available. A review of tickets determined normal complaint activity for the cell dyn sapphire and no trends for the reported issue were identified. A review of labeling concluded that the issue is sufficiently addressed. Based on this investigation, no product deficiency or malfunction was identified for cell-dyn sapphire, list number 08h00-01.